Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation at the repair center confirmed the customer allegations. Due to breakage of light guide bundle, illumination was uneven. Due to deformation of bending tube, bending angle in up, down and right directions do not meet the standard value. There were few additional findings. Due to nozzle clogging, the amount of water contact and water removal ability does not meet the standard value. Objective lens had a chip. The distal end cover and connecting tube had a dent. Due to deformation of bending tube, bending angle in up, down and right directions does not meet the standard value. Due to wear of angle wire, the play of up/down and right/left knobs was out of the standard value. Scope connector, scope connector cover unit, grip, scope cover and universal cord has a scratch. Universal cord was sticky. Switch button 1 and protector of universal cord on control section side had a cut. The right/left and up/down knobs were dirty. Suction cylinder was shaved. The investigation is ongoing. A supplemental will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited reduced angulation and there was insufficient light from the light guide lens. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event. The device was returned and an evaluation at the repair center revealed nozzle had foreign objects. Foreign material was yellowish/brown in color but it was unknown what the foreign material was. The light guide lens and bending section cover was dirty. This report is being submitted for reportable malfunctions found during evaluation.